Manufacturer narrative:
(B)(4).

Event description:
The pt felt stimulation in the wrong location and experienced a loss of therapeutic effect. Implantable neurostimulator interrogation revealed high out-of-range impedances. The neurostimulator itself seemed to be working fine. The pt was defibrillated in the hospital. It is unclear if the neurostimulation problems occurred before or after defibrillation. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.